Event description:
A physician reported that he identified high impedance on a system diagnostic test. After the high impedance was identified, the patient's device was programmed off. Surgery was performed and the surgeon tried reinserting the lead into the generator, but the high impedance persisted. Additionally, a generator diagnostic was performed on the generator and showed accurate impedance values. After the high impedance was narrowed down to the lead, the lead was explanted. The explanted has been received by the manufacturer and is currently under analysis.

Event description:
The explanted lead was returned and had product analysis completed. Analysis of the returned lead portions identified a coil break in the positive coil of the returned lead. Scanning electron microscopy images showed evidence of pitting at the break location. The images from the scanning electron microscope showed evidence of a stress induced fracture. Abraded openings were noted on both the outer and inner silicone tubing of the returned lead portion. No other anomalies were identified.